Event description:
Complainant alleged that the medics were monitoring a pt in a cardiac arrest condition, when the pt went into ventricular fibrillation. The medics then attempted for ten minutes to put the device into manual mode, so they could shock the pt at 200 joules. The medics turned the device key twice in order to put the unit into manual mode, but on both attempts the unit would not go into manual mode. The medics were able to obtain another unit when they arrived at the hosp, and they successfully defibrillated the pt. The pt subsequently expired. There was no indication from the complainant that the pt outcome was as a result of the alleged malfunction.